Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken extension leg is confirmed and was determined to be use related. One 15 cm niagara slim-cath catheter was returned for evaluation. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel or scissors. The returned product sample was evaluated, and a break was observed in the extension leg of the red lumen approximately 1.6 cm proximal to the molded joint. Microscopic examination of the break surfaces revealed characteristics of contact with a sharp bladed instrument, specifically: the fracture surfaces were reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surfaces. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tube was found to be broken on the same day of catheter insertion. It was stated it could have happened during exchanging the dressing as they use forceps or cooper to grip the extension tube. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension tube was found to be broken on the same day of catheter insertion. It was stated it could have happened during exchanging the dressing as they use forceps or cooper to grip the extension tube. There was no reported patient injury.